Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardiac defibrillator (s-ICD) system, induction testing with both 65 joule and 80 joule shocks were ineffective at converting the induced arrhythmia. Diagnostic imaging was performed which revealed that the s-ICD device was positioned lower than expected in the sternum. The physician surgically repositioned the device and attempted to perform induction testing again, but the shocks were still ineffective at converting the arrhythmia. The device data was forwarded to technical services and it was confirmed that the shock impedance was in-range (70 ohms). At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardiac defibrillator (s-ICD) system, induction testing with both 65 joule and 80 joule shocks were ineffective at converting the induced arrhythmia. Diagnostic imaging was performed which revealed that the s-ICD device was positioned lower than expected in the sternum. The physician surgically repositioned the device and attempted to perform induction testing again, but the shocks were still ineffective at converting the arrhythmia. The device data was forwarded to technical services and is currently pending review. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.